Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient seemed to be having some difficulties with their therapy for the past several, maybe 3 weeks. Caller described therapy group a had got to shocking them so bad that they changed to group c and then today they couldn't sit still at the doctor's office on group c so, around lunchtime, they changed back to group a. Caller noted group c was too high and patient commented it had gotten worse. Caller stated the patient was no longer jumping around since changing back to group a and seemed more comfortable. Patient stated during this same time period the patient's implant battery had depleted from full at 8am to 50% by 3pm. Caller noted if the patient's battery dropped below 50% they have to charge the controller again. Agent reviewed implant battery depletion rates were based on therapy settings and usage and advised caller to monitor, now that therapy was back on group a. Caller connected patient's recharger and reported excellent connection with the controller at 100% and implant at 50%; caller noted no damage to recharger. Caller inquired as to whether agent could provide information on what each therapy group targeted; agent reviewed general programming guidance and the patient was redirected to manufacturer representative and hcp to further address.